Manufacturer narrative:
Zimvie complaint number (B)(4). PMA/510(k) number: k113753 and k112160.

Event description:
It was reported that two implants fractured after five (5) years of use. The implants were removed the implants using trephine. The doctor reported that the procedure was not compatible with the placement of other implants. Osteolysis reported as a consequence of the event.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Two (2) imp tm 4.1mm mtx full, 10m (tmt4b10) were returned for investigation. Visual evaluation identified that the implants were fractured at the bottom section and that the collar section was not returned. There were signs of use and bone debris on the external threads. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the devices & event. Pre-existing condition noted on the per was moderate bone density (type ii). The reported devices were at tooth location 45,46, and 47 (universal) for approximately 5 years, 1 month. DHR review was completed for the subject lot number, 63430650. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Review completed utilizing keywords: fracture: implant therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.